Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument ruptured the steel cable, which was only seen after removing the tip cover accessory at the end of the procedure. The procedure was completed with no reported injury.